Event description:
The manufacturer received information alleging that a respiratory medicine nurse was checking a trilogy device when they found it was not working properly at the customer site. The respiratory medicine nurse immediately contacted the head nurse, who informed the respiratory medicine nurse to stop using the device. They contacted the medical engineer to inspect the device. The medical engineer inspected the device and made repairs to the device. There was no information provided on the type of repair(s) made by the medical engineer for this issue on this device. There was no report of patient harm since the device was not in use at the time of this issue. If additional information becomes available this decision will be re-evaluated using the date the additional information became available, then a follow-up report will be filed to any regulatory agencies.